Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that the supply bag had disconnected and fallen on the floor. The patient stated they did not see anything unusual with the supplies; the connections were secure, all supply bags were on a level surface, and no bags were double stacked. The patient stated they had not bumped the homechoice or the supplies; they were unsure how the bag had fallen. There was no patient injury or medical intervention associated with this event. No additional information is available. The technical service representative advised the patient to use continuous ambulatory peritoneal dialysis supplies or to start over with all new supplies.